Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 an 8476 (motor stall) code was seen on the ptm (personal therapy manager). No patient symptoms were reported. No further patient complications have been reported as a result of this event.